Manufacturer narrative:
There is no evidence of a device malfunction. No further reports of this system alarm received after operator instructed to clean blood leak detector per monthly maintenance and troubleshooting instructions in the user guide. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient was prescribed a dose of aranesp approximately three weeks after the event due to a small decrease in hgb level from 10.0 to 9.5 g/dl. No other medical intervention was required.